Event description:
Caller reported a tandem mobi cartridge alarm, which occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The caller changed the cartridge and successfully resumed insulin delivery without requiring further troubleshooting from technical support. The issue was resolved.